Manufacturer narrative:
An event of atrioventricular block and permanent pacemaker implant was reported. A returned device assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Per the information available abbott cannot further speculate on why the reported heart block was occurred. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve (serial: (B)(6) was chosen for implantation utilizing an flexnav delivery system (lot: 10072778). The patient presented with no history of conduction disturbances. Length of the membranous septum: 5.1mm. The valve was implanted successfully at a depth of 5mm non-coronary cusp and 8mm left coronary cusp. While in the cusp overlap view (cov), the inflow edge of the constrained valve within the capsule was positioned at the base of aortic annulus while the pigtail position was confirmed to be at the bottom of the ncc. The patient left the operating room stable and in sinus rhythm. On (B)(6) 2024, the patient developed complete atrioventricular block (cavb) and a permanent pacemaker was implanted. The cause of the cavb is unknown. The patient was reported to be stable. Hospitalization was extended for monitoring.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.